Manufacturer narrative:
For a supp: this follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. This device is used for treatment. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. D4: attempts have been made to gather all product identification information and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). B3 article accepted date. D10: kne-unk-tibial. Kne-unk-bearing. Kne-unk-femoral. Unknown stem. G2: foreign - event occurred in france. Literature - zampieri, a., putman, s., erivan, r., behal, h., migaud, h., pasquier, g., dartus, j. (2025). Management of bone loss in revision total knee arthroplasty with tantalum cones: primary aseptic revision versus multiple revisions. The knee, volume 56, 467 - 478 http://10.1016/j.knee.2025.06.016. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported through a journal article that eight patients developed periprosthetic joint infection following revision total knee arthroplasty with metaphyseal reconstruction using tantalum cones and required re-revision. Attempts have been made and no further information has been provided.